Event description:
Initially reported by the patient as an infection at the injection site. Follow up findings: the patient reported an erosion of the band into the stomach and device removal.

Manufacturer narrative:
The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Infection and erosion are surgical/physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the possible outcomes of erosion and infection as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."